Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that "revision of failed psl cup. Cup never grew into acetabulum."